Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that abutments fractured and implants were removed. Patient would have to return to place new implants.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
Doctor reported that abutment screws fractured and implants were removed. Patient would have to return to place new implants.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes.' H3: device evaluated by manufacturer: change ¿no' to 'yes.' Two abutment and 2 implants were returned for investigation. Visual evaluation of the as returned products identified that the abutments were severely fractured and damaged on top of the implants. Additionally, screw fragments were identified inside the abutments ¿ confirming that the retaining screws (bundled) functional testing could not be performed due to the nature of the devices and events. Pre-existing condition noted on the per was 'high bone density ¿ type I'. The reported devices had been placed on tooth # 13 & 23 (fdi) for approximately 2 years. X-ray & picture evaluation: x-ray or picture images were not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Instructions for use ¿ prosthetics for zimmer dental implant systems ¿ ifu4894 rev 6 ¿ 08/19. Information identified: contraindications & precautions. Per the applicable IFU, patient factors such as severe bruxism, clenching, and overloading, may cause component fracture. DHR review: DHR review for the lot (2019070653) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. However, DHR could not be reviewed for the implant (tsvb11). Complaint history review: complaint history review was performed for the reported lot number (2019070653) for similar events (complaint category keywords: functional: fracture & fracture: screw) and 3 other complaints were identified under (B)(4). A complaint history review by item number was conducted for the (tsvb11) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: fracture & fracture: screw). Post market trending review: august post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, device malfunction did occur, and the reported events were confirmed.

Event description:
No further event information is available at the time of this report.